Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed the membrane portion of the pim testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact information: (B)(6). Occupation: biomed. The fse that encountered the issue replaced the safety disk (0202-00-0140). The fse performed a full pm with calibration, safety, and functionality checks per the service manual. The iabp was then cleared for clinical use. The defective components were received for further investigation. The fat dept. Could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 3 mmhg. Factory specification is +/- 6mmhg. Retaining the safety disk in the fat dept. Per procedure (B)(4) rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The sustaining engineering department will not be performing an investigation on this part. No further investigation will be performed. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.